Event description:
The following information was provided by the initial reporter: hello, complaint received on (B)(4) with lot 20250808. The customer discovered during the vaccination that the tip of the needle was off in half and the rest was not left. Samples are available here at onemed sverige ab collection cross out options that do not apply are samples available for investigation? Yes / no yes. Sample condition unused used and unused. If used, are samples contaminated with nacl. Pick-up address for sample (address without access restriction, and where contact is available to collect empty box and hand over the sample packed). Please confirm element or add missing ones contact name (main point of contact for collecting empty box and handing over sample packed to currier) company: (B)(6). Phone number: (B)(6). Email (of contact for coordinating the sample shipment). (B)(6). Country/territory sweden collection point (pharmacy/ goods in/out department/mailing room/radiology/oncology) warehouse. Street, number building, first floor postal code: (B)(6). City opening hours constraints for collection 07.00-15.00 is this address applicable to all samples to pick up? Yes. Noted before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.